Event description:
It was reported that the unit activates without anyone touching the buttons.

Manufacturer narrative:
The failure mode could not be confirmed since the unit was not returned for evaluation. Most probable root causes were defined according to the event description, risk management report and previous complaint history. The most probable root causes for ¿unintended energy delivered¿ condition are: probe short; button stuck on the firing position; fluid ingress; button inadvertently pressed; damaged insulation; probe bender used to bend a nonbendable probe; console error. No error code was reported, which rules out probe short as a root cause. No insulation and/or physical damage of the probe was reported, therefore this possible contributor can be ruled out. Previous complaint history was reviewed. The analysis per root cause for the units returned for evaluation revealed that most of the reported cases are user related (misuse of the probe) by water ingression; whether the units were submerged in liquid or if they were in contact with metal instruments (metal cannula, arthroscopes, cutters or burs, etc). Therefore, a definite root cause for the reported condition cannot be determined (multifactorial) at this time with the information available and since the unit was not returned for evaluation. In sum, the unit was not returned and the failure mode could not be confirmed.

Event description:
It was reported that the unit activates without anyone touching the buttons.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.